Event description:
Registry study. Same case as MFR report #: 2134265-2009-02772, 2134265-2009-02773. It was reported that following a percutaneous coronary intervention (pci) stenting treatment procedure that the patient presented with unstable angina. The patient was enrolled into the syntax study having had previously been prescribed a regiment of 75 mg daily of plavix and did not receive a loading dose of clopidogrel. The mid left anterior descending (lad) artery and first diagonal were assessed as a type c bifurcation lesion. Via provisional t-stenting the lesion was treated with overlapping 3.5x32mm and 2.75x32mm taxus express2 stents reducing the stenosis to less than or equal to 30%. The apical lad and second diagonal were assessed as a type c bifurcation lesion. Via provisional t-stenting, the lesion was treated with a 2.25x24 mm taxus express2 stent, reducing the stenosis to less than or equal to 30%. The patient was discharged the next day on aspirin and clopidogrel to return for planned staged procedure. On day 119, the patient underwent a pci implanting four non bsc stents from the proximal to distal portions of the rca and right posterior descending artery all resulting in less than or equal to 30% residual stenosis. The distal circumflex artery was not adequately revascularized due to the lesion anatomy. On day 199, the patient was admitted for unstable angina pectoris undergoing diagnostic catheterization without pci. Coronary angiography did not reveal any new lesions. The patient was discharged two days later. Per the physician, the event relation to the device was listed as "probable".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing records were reviewed an no issues or discrepancies were found and met all specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.